Manufacturer narrative:
Animas received the pump that was involved with this complaint and performed a device evaluation. Investigation confirmed that the pump powered on with audible tones, vibration and the "verify" screen. Reboots were observed in the pump's history download. The pump was exercised for 24 hours with no power issues or alarms occurring. There was also no damage found to the power circuit. However, it was confirmed that all keypad buttons were not activating the desired pump functions. Corrosion was found under all button contacts and there was damage to the keypad flex component.

Event description:
The patient stated that the pump alarmed and the "verify" screen appeared. The patient was unable to confirm the "verify" screen because the pump did not respond to any button presses. He tried rebooting the pump and replacing the battery but the issue persisted. The patient stated there was no physical damage to the pump, there was no moisture found in the cartridge or battery compartment; however, he admitted that the pump had been exposed to water since he was on a cruise when the reported issue occurred. There was no adverse event associated with this complaint. A replacement pump was sent to the patient.